Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 186 mg/dl and their sensor glucose read 212 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer's blood glucose reached 400 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing however, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned it opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.